Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the mitraclip delivery system air leak. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc), was advanced and the mitraclip delivery system (cds) was inserted. Bubbles were observed in the left atrium and left ventricle. Bubbles were also noted in the delivery catheter (dc) handle chamber (gripper lever side). Additional aspiration was performed. A continuous heparinized saline flush was achieved and the dc handle was positioned higher, and the cds was continued to be used without further issues. It is unknown if the bubbles were air bubbles or heparinized saline. A total of two clips were implanted, reducing the mr to 1-2. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported delivery catheter (dc) handle leak was not confirmed. Due to the returned condition of the clip delivery system (cds) (clip was deployed and not returned), the reported dc handle leak could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. It should be noted that the reported patient effect of emboli (air embolism) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.